Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The adverse symptoms alleged and product code reported is associated with the depuy metal on metal articulation. A complaint database search and/or device manufacturing (DHR) reviews will not be performed. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot : the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Event description:
Medical records received ad 18 jun 2024. On (B)(6) 1997 patient underwent a right total hip arthroplasty (all implant used were non depuy products). On (B)(6) 2008 patient underwent a revision surgery on right hip. After review of medical records patient was revised was due to aseptic loosening with osteolysis. Operative notes reported that the stem was grossly loose. The acetabulum was exposed and revised as it was in somewhat neutral version. The proximal femur was noted to be deformed with the stem protruding anteriorly to the proximal femur, it was then reassembled around the stem. There was a cortical defect measuring approximately 3x1.5cm near the distal most aspect of the osteotomy. A cortical strut allograft was used to cover the area. (Implant used during revision were depuy and non depuy products). On (B)(6) 2015 patient alleged of discomfort and elevated cobalt levels. MRI obtained a collection of fluid on right greater trochanter concerning a possibility of pseudotumor. On (B)(6) 2015 patient underwent a another revision surgery. After review of medical records patient was revised was due to adverse reaction to metal on metal right hip and loosening of modular body. Operative notes indicated there was some gray tinge of fluid and black staining of tissues. It was confirmed that the body of stem was rotating. Some corrosion at the trunnion of stem. Doi: (B)(6) 2008. Dor: (B)(6) 2015. Right hip.

Manufacturer narrative:
Product complaint # (B)(4). E3 initial reporter occupation: lawyer. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.